Manufacturer narrative:
Vyaire medical file identification: (B)(4). The device was not yet returned, therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the airlife¿ infant skin temperature probe, reusable (giraffe¿, panda¿) warmer was overheating. The customer confirmed that there was no patient involvement associated with the reported event. The event occurred during pre-use check.